Event description:
It was reported that externalized conductors were observed. Noise with valsalva maneuvers was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 7.4-11.5 cm from the distal tip. The efte coating of the sensing conductor was abraded at this location. This is consistent with the observation from the field of noise. Externalized conductors due to internal insulation abrasion were found at 18.6-21.2 cm from the distal tip. Sensing conductors were visible. Internal insulation abrasion found at 13.5-15.1 cm from the distal tip. Etfe coating was intact at these locations.